Event description:
Boston scientific crm received information that this pacemaker reached elective replacement time (ert). The device was pacing at a 5v output, however when performing a manual threshold test a threshold of 0.6v was measured. The physician was concerned the battery depleted to quickly. A longevity test showed the longevity estimate is longer than the actual pacemaker life. The field representative (fr) believes the short battery life was due to pacing at 5v. Technical services (ts) was contacted and discussed possible issues with device pacing in retry or device issued a hard reset. Ts stated it is unclear why the device would be pacing at 5v with a low threshold. Daily measurements were reviewed and showed the device was not pacing in retry for the time the threshold data was available and thresholds had measured between 0.6 and 0.8 v during that time. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The auto capture feature was tested and normal operation was confirmed. The device responded to the simulated raising and lowering of thresholds by setting the appropriate ventricular amplitude at 0.5v higher than the threshold measurement. The device had normal telemetry operations and no resets were in the reset counter. Testing the device with simulated heart load conditions confirmed normal pacing and sensing functions. Longevity calculations confirmed the device had normal battery depletion. Laboratory analysis was unable to determine why the auto capture feature placed the ventricular output to 5v near elective replacement time as there was no lead safety switch or resets and recorded thresholds were less than 2.5v. A boston scientific firmware design engineer reviewed the memory download and noted nothing that would explain this behavior as being unexpected. He stated trending was on and there wasn't any extra auto capture information available and noted there could be a legitimate reason or even an erroneous reason the device went into retry and placed the voltage at 5v. The memory is not robust enough to save that information in all cases.